Event description:
After priming a new bottle and tubing of propofol, rn was priming dextrose for a cellcept infusion when they noticed blood splattered on the floor. When they traced all the lines, it was found that the new tubing on the propofol had somehow snapped and broken off.